Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open nephrectomy procedure, the misfire of the device¿s staple nicked the renal artery resulting in 1400cc of blood loss and requiring transfusion.